Manufacturer narrative:
The investigational analysis completed 1/3/2019. The device was inspected and reddish material was found inside the pebax. No internal parts exposed were observed. Then, during a second closer inspection, a deep cut was observed in the pebax. The magnetic sensor functionality was tested on carto 3 system and the catheter failed. Error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the internal corrective action of the sensor cannot be determined. However, an internal investigation was created to investigate this issue. The root cause of the damaged pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and a force sensor error 106 issue occurred on the carto3 system. The catheter was unable to be zeroed. The cables were replaced with no resolution. Catheter replacement resolved the issue. No adverse patient consequences were reported. The force sensor error 106 issue has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because on (B)(6) 2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and found a deep cut the pebax. The cut pebax has been assessed as reportable as internal parts were exposed. The awareness date was reset to (B)(6) 2019.